Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: full cable breakage was observed. There was no tissue injury due to broken wire. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm fenestrated bipolar forceps (fbf) instrument conductor wire was found broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.